Manufacturer narrative:
(B)(4). The reported issue was verified in the event history logs as a low drain volume alarm. The cause of the problem was unable to be determined with the provided information. Should additional relevant information become available, a follow-up MDR will be submitted.

Event description:
It was reported that a homechoice pro presented unspecified therapy problems. The event happened during use, however it is unknown at what step of therapy. There was patient involvement, however there was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been reported to be available for evaluation. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional relevant information becomes available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A review of the event log was performed but could not identify the reported problem. A visual inspection was performed. Functional testing and a simulated therapy was performed with no issues noted. A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Should additional relevant information become available, a supplemental report will be submitted.